Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2015 with the following findings: during testing, the display was found to be discolored. Unrelated to the complaint, evaluation revealed that the battery cap was difficult to be removed from the pump due to stripped battery compartment threads. The returned battery cap contact height measurement was found to be out of the required specifications. A test battery cap was used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.